Event description:
Upon removing the sheath from the patient's left groin arterial access site, the sheath separated from the hub of the sheath arm. The physician immediately grabbed the free piece and removed it from the patient's body.